Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had intermittent button response due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive and there was a battery out limit. The customer did not recall any significant events leading up to this issue. Customer stated that condensation was visible under the display. Blood glucose level at the time of the incident was 208 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.